Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, cancer, and heart failure. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 06/06/2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging kidney disease/toxicity, cancer, and heart failure. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box b: adverse event/product problem was changed from adverse event to both and outcomes attributed to ae was changed from life threatening to other. In box e: initial reporter details were missed to captured in previous report and it was updated in this report. In box g: report source - other was missed to captured in previous report and it was updated in this report. In box h: health impact code, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.